Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced hypoglycemia with unusual thirstiness. The cgm was reading 109 mg/dl and the blood glucose reading was 42 mg/dl. The patient self-treated with a glucagon injection as emergency treatment and then the patient stated they ate something (no further information). After treatment, the patient recovered and at the time of the report, the patient was doing okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.